Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Customer performed a supply change to address the issue.